Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer successfully cleared the alarm and resumed insulin deliveries. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg was due to customer requesting/delivering too much insulin after a meal. Customer consumed sugar to address low bg.